Event description:
On 5/21/99 a 4.0 fr unbilical artery catheter (lot# 901-5-267) was inserted into an infant. A traditional 3-way stopcock and pressure monitoring tube was attached to the appropriate port. On 5/26/99, approximately 114 hr post uac placement, a neotrend sensor (lot #692) was attached to the uac. Insertion was unremarkable and the sensor functioned well. On 5/28/99, approximately 48 hr post sensor insertion, the ability to sample from the stopcock attached to the neotrend's 'y' port was lost. When sub-ambient pressure was applied by the syringe, air bubbles began to enter the syringe. On close observation, a crack was noticed on the uac hub adjacent to the luer fitting. The uac and sensor were removed from the pt. No adverse pt events have been reported.